Manufacturer narrative:
After battery installation, the device powered up with flashing white display and some horizontal white grey running across in the middle and towards the top. Device was cut open to perform visual inspection and found cracked lcd glass. The original electrical board 1 was replaced and installed in original electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the device powered up normally and the display functioning and no missing segment noted. In conclusion, device received with display anomaly due to cracked lcd glass. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify critical pump errors (open book image) due to display anomaly. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Also, device received with cracked battery tube threads, cracked keypad overlay, missing display window corner. The device p-cap / test reservoir locks in place properly and no anomaly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image. Customer stated that insulin pump performed safety checks and an error was found. Customer stated that no pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.